Event description:
It was reported that a patient alert sounded for eri. The device was subsequently explanted due to premature battery depletion. No patient complications were reported as a result of this event.